Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 550cc and experienced deflation on the left breast implant. The deflation was confirmed by the ultrasound by the healthcare professional. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 550cc breast implants on (B)(6) 2018. The patient has fully recovered and had no residual effects after the surgery.